Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was cycling through the start-up screen repeatedly without the customer's interaction. Additionally, pump was reportedly vibrating; cause unknown. Customer's blood glucose was 164 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.